Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that eph02 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the sides of the package. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends the lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the blister was broken when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.